Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).

Event description:
Seven months following an intraocular lens (iol) implant procedure a customer reported "although my distance vision is great, my night time distance vision is extremely poor because of the large quantity of light noise introduced by the severe haloing and flaring that I experience. As a possible related aside, my near vision is great in bright light but is extremely poor in low light situations." Additional information has been requested.